Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a minute after the first ablation cycle, the unit would not output. There was no error message but wattage could not be increased. Output was continued manually and the case was completed. Prior to use, the temperature was at 5 celsius and temperature did not fall below 50 celsius. With a CT scan after the procedure, it was shown that the lesion was not ablated at all.

Manufacturer narrative:
Correction: his report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The customer reported that the unit would not output. The investigation found the sample did not allow water to circulate through. The tubing was not blocked. The needle was removed and fiber was found at the tip of the hypotube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported event to be user error. The customer is advised to use sterile saline for cooling. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.